Event description:
Per the clinic, the patient experienced pain with stimulation resulting in the decision to explant the device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).